Event description:
A surgeon reported difficulty loading an intraocular lens (iol) in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Additional info has been requested.

Event description:
Additional information provided by the nurse indicates there was no pt impact/injury associated with this event.